Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 400's mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released.